Event description:
Reporter indicated that a patient had vns generator repositioning surgery due to generator migration and pain. No devices were explanted. Reporter indicated the cause of the migration was gravity and failure of the suture to hold the generator to the fascia. Reporter stated a non-absorbable suture was used to attach the generator to the fascia during the initial vns implant surgery.